Event description:
Patient admitted with respiratory failure and severe hypoxia related to bilateral dense infiltrates in lungs. The symptoms did not improve clinically nor radiographically and the patient required intubation and therapeutic bronchoscopy. After intubation, the endotracheal tube was connected to the adult manual resuscitator bag and 02 saturations continued to drop despite attempts to ventilate. Reintubation was performed with the same difficulties. Oxygen flowmeter was replaced without improvement; 02 sats dropped extremely low for approx 10 minutes. The adult manual resuscitator bag was replaced and 02 saturations immediately improved. On inspection of the adult manual resuscitator bag, it was discovered that the oxygen nozzle adapter that attaches to an oxygen source did not have a patent opening. It appears sealed with hard plastic. Outcomes are still pending as patient remains intubated and in critical condition. The customer advised they are unable to return product at this time pending patient outcome.

Manufacturer narrative:
(B)(4). The customer is holding the sample at their facility. The customer has indicated that carefusion will be allowed to perform a sample evaluation onsite at the facility. The results of this sample evaluation will be provided in a follow up MDR when available.

Manufacturer narrative:
(B)(4). The customer did not return the sample to carefusion's manufacturing plant, however, they did make it available at their facility. Representatives from carefusion went onsite to perform evaluation on the device. Results of evaluation: carefusion visited this customer onsite at (B)(6) hospital. The director of research, development, & engineering for (B)(4) examined the oxygen connector (component # 65-4198c) attached to resuscitation bag part# 2k8005, lot# 0000355656. Visual examination showed a thin green film covering the opening in the center of the connector causing a total occlusion. Pictures were taken of the connector as well as the resuscitation bag. These pictures were provided to the manufacturing plant for further evaluation. Device history record review for lot# 0000355656 of finished good 2k8005 did not reveal any issues. However, during evaluation of the records for the batch of component 65-4198c that went into the finished good, it was noted that the molding area identified occluded units during manufacture. The mold has two round pins that form the thru hole and they meet in the middle of the part. They are designed to "shut off" against each other under high pressure so the hole is continuous. The root cause for this occlusion is the core pins of the mold not having a good shut off and plastic material flashed between the pins. After the molding area was notified, the mold was sent for repair. Manufacturing personnel were notified of this incident. Additionally a 100% visual inspection of component 65-4198c was added to the manufacturing process. Carefusion has opened a corrective and preventative action report (rcmx243) to document this root cause investigation and corrective actions.

Manufacturer narrative:
Carefusion has decided to initiate a voluntary recall/removal of the adult airlife resuscitation bags that was initiated on april 22, 2013 as a remedial action to mitigate patient risk.